Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 7 months after the implantation oversensing occurred on the atrial and the ventricular channel.

Manufacturer narrative:
The implant date has been corrected to (B)(6) 2018. Upon receipt, the lead under complaint was found cut approx. 13cm distal to the is-1 connector pin into 2 segments. Both fragments were received for analysis. The visual inspection of the lead fragments revealed that the lead body was squeezed and the insulation rubbed through at 19cm, 21cm as well as at 29cm distal to the is-1 connector pin. These findings can be considered the root cause of the clinical observation. The mentioned damages at 19cm and 21cm were consistent with exposure to constant friction against the generator housing. The damaged located at 29cm was likely caused by entrapment in the clavicle first rib region. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The implant date has been corrected to (B)(6) 2018. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.